Event description:
It was reported that during priming the vamp syringe popped off before use. No patient complications were reported.

Manufacturer narrative:
The device was not returned for evaluation.